Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], patient tried to inject 3 iu, but novopen was not injected insulin [device failure], patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part [device use error], air bubble formed [liquid product physical issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (hyperglycemia)" with an unspecified onset date, "patient tried to inject 3 iu, but novopen was not injected insulin (device failure)" with an unspecified onset date, " patient used the novopen by wrong way. Patient educator thought that the patient opens the pen that led the piston rod to enter mechanical part(device handling error)" with an unspecified onset date , "air bubble formed(bubbles present in liquid product)" with an unspecified onset date and concerned a female patient who was treated with novopen (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose; 60 iu, qd (30u and 30u)) from unknown start date and ongoing for "diabetes mellitus", current condition: diabetes mellitus (type and duration not reported) on an unspecified date, patient educator thought that the patient opened the novopen that led the piston rod to enter mechanical part, also an air bubble formed so the patient did not take dose (patient thought patient was taking dose, but did not) on an unspecified date, patient suffered from hyperglycemia, bgl (blood glucose) was 300 mg/dl and 350 mg/dl due to the novopen issue and after that patient was admitted in ICU. Patient was admitted in ICU because patient used the novopen by wrong way. Patient hcp tried to inject 3u, but the novopen was not injected insulin. After direction to ncc and checked the pen, patient was informed that the issue was using blocked needle (not specified) does not pen issue. Patient was advised to check the insulin flow by 3 or 4 iu before taking dose to avoid any adverse event. Batch numbers: novopen: unknown mixtard 30 hm penfill: rr71pg6. Action taken to novopen was not applicable action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffered from hyperglycemia (patient bgl was 300 and 350 mg/dl due to the pen issue and after this patient admitted in ICU) (hyperglycemia)" was not reported. The outcome for the event "patient tried to inject 3 iu, but novopen was not injected insulin (device failure)" was not reported. The outcome for the event " patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part (device handling error)" was not reported. The outcome for the event "air bubble formed (bubbles present in liquid product)" was not reported. Reporter's causality (novopen) - hyperglycemia (hyperglycemia) : unknown patient tried to inject 3 iu, but novopen was not injected insulin (device failure) : unknown . Patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part(device handling error) : unknown . Air bubble formed (bubbles present in liquid product) : unknown . Company's causality (novopen) - hyperglycemia (hyperglycemia) : possible . Patient tried to inject 3 iu, but novopen was not injected insulin(device failure) : possible patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part(device handling error) : possible. Air bubble formed(bubbles present in liquid product) : possible . Reporter's causality (mixtard 30 hm penfill) - hyperglycemia (hyperglycemia) : unknown patient tried to inject 3 iu, but novopen was not injected insulin(device failure) : unknown patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part(device handling error) : unknown. Air bubble formed(bubbles present in liquid product) : unknown . Company's causality (mixtard 30 hm penfill) - hyperglycemia (hyperglycemia) : possible patient tried to inject 3 iu, but novopen was not injected insulin(device failure) : possible patient used the novopen by wrong way. Patient educa-tor thought that the patient opens the pen that led the piston rod to enter mechanical part(device handling error) : possible air bubble formed(bubbles present in liquid product) : possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.